Manufacturer narrative:
(B)(4). Cell-dyn 1700 analyzer list number 3h53-03 and cell-dyn 1700 cs analyzer lit number 3h57-01, 3h57-03. An expanded investigation through correction and removal fa27sep2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.

Event description:
Abbott cell-dyn 1700 system is a multi-parameter, automated hematology analyzer designed for in vitro diagnostic use in clinical laboratories. The cell-dyn 1700 analyzer has a fuse located in the power supply unit above the power cord connector on the rear panel. The fuse is an essential part of the power distribution system and protects the analyzer and components from damage. Per the existing labeling, the fuse should be replaced as follows: for 100/120 volts: customers use only a 5.0-amp (slow-blow) fuse, list number (60160-01). For 220/240 volts: customers use only a 2.5-amp t (slow-blow) fuse, list number (9h81-01). Customers have reported occurrences where power supply units have been returned for investigation with the incorrect fuse for the operational voltage on a similar cell-dyn analyzer. Utilizing a fuse that does not match the voltage of operation may lead to the analyzer or component damage, smoke and /or fire. When products are used in accordance with the correct labeling, there is no impact to product functionality or performance, patient results or user safety. A product correction letter has been issued and reported under 21cfr806 for the cell-dyn 1700 analyzer to the FDA (B)(4) on (B)(4) 2010.